Event description:
It was reported that the patient with this right ventricular (rv) lead stated that their remote communicator displayed a red call doctor icon (rcd) due to high out of range shock impedance measurements. The elevated shock lead impedance appeared consistent with the known advisory-related calcification. The device had recently reached elective replacement indicator (eri), and ts recommended discussing with the physician the potential need for future lead revision should the impedance trend continue to rise. No adverse patient effects were reported. This rv lead remains in service.